Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07184. The pt received two leads with the same lot number. The pt reported she had the scs system explanted in 2011 due to experiencing more pain than she had before the implant of the system.